Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a routine implant procedure; it was observed that the guidewire could not be inserted in the left ventricular (lv) lead. The lead was not used and a new lead was successfully implanted. There were no adverse consequences to the patient and was in stable condition.